Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 24 june, 2020. Medwatch report # (B)(4) report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd syringe luer-lok¿ tip had holes and cracks. This was discovered before use. The following information was provided by the initial reporter: material no: 302995 batch no: 9143638. It was reported that the syringes had holes and cracks in them. Event description per email states: the staff in the dialysis unit found that the bd 10 ml syringes had holes and cracks in them. They were from the same box and lot number. What was the original intended procedure? Unknown. What problem did the user have: device failed.

Manufacturer narrative:
B.3. Date of event: 2020-09-10. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that bd syringe luer-lok¿ tip had holes and cracks. This was discovered before use. The following information was provided by the initial reporter: material no: 302995 batch no: 9143638 it was reported that the syringes had holes and cracks in them. Event description per email states: the staff in the dialysis unit found that the bd 10 ml syringes had holes and cracks in them. They were from the same box and lot number. What was the original intended procedure? Unknown what problem did the user have: device failed.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd syringe luer-lok¿ tip had holes and cracks. This was discovered before use. The following information was provided by the initial reporter: material no: 302995 batch no: 9143638. It was reported that the syringes had holes and cracks in them. Event description per email states: the staff in the dialysis unit found that the bd 10 ml syringes had holes and cracks in them. They were from the same box and lot number. What was the original intended procedure? Unknown. What problem did the user have: device failed.